Event description:
It was reported that during a gynecological procedure, the motor drive unit was making a loud noise. The disposable handpiece continued to function but at slower speed. The case was successfully completed with the same device with no pt consequences.

Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the cpc connector was misaligned with the coupler causing the morcellator cable to rub against the cpc connector during rotation. The pneumatic switch was also found to be broken.